Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead tip area appears intact and undamaged. However, a bent stylet was returned inserted in the lead, but it was bent near the terminal area. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental is being filed to correct the reportable event and device evaluation was performed.

Event description:
It was reported that this right ventricular (rv) lead was unsuccessfully implanted due to electrode end damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was unsuccessfully implanted due to electrode end damage. The lead was never in service. No adverse patient effects were reported.